Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-01864 and 01866. This event occurred in (B)(4).

Event description:
Allegedly revised due to malalignment (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.